Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post- operatively, there was cracked found in the abdominal tube near the belly.